Manufacturer narrative:
Lot number or product number was not provided by the reporter, therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Profound and permanent injuries [injury]. Excess zinc [blood zinc increased]. Copper depletion [blood copper decreased]. Case description: an attorney reported that their client, a female age (B)(6), used fixodent denture adhesive, form/version unknown when she became denture dependent in 1989 through in or about 2009 after she was diagnosed to have excess zinc and copper depletion and reported the following: profound and permanent neurological injuries, profound and permanent injuries which have left her unable to perform her normal, customary and daily activities. She has received medical care and requires constant care and assistance. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further information was provided.